Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, the phenomenon was not duplicated. The frequency of the phenomenon is low, and it is possible that it occurred due to a temporary failure. The cause could not be identified. No more information can be provided at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing after the laparoscopic surgery, otv malfunction error b40 occurred. The subject device was used in combination with clv-s190. There was no report of patient injury associated with the event.